Event description:
The system 5 sagittal saw was sent to the manufacturer from donation and it was noted that there are two pieces chipped out of and missing from the sag head. No adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.